Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly has intermittently power issue and is rebooting. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The battery cap was returned to animas for evaluation. The results of the investigation completed on (B)(4) 2012 were as noted: there was no product defect found with the battery cap. Onetouch ping insulin pump: serial number (B)(4).